Event description:
The head of the theatre reported to our sales rep that he was observing a surgery procedure. During this he observed that miss drilling happened. There was no delay. The surgery was successfully completed.

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.